Event description:
On september 09, 2022, it was initially reported to gynesonics that a 40-years old patient with a 5-cm transmural fibroid who underwent a transcervical fibroid ablation - tfa (three ablations total), followed by resection of the endometrial component. The patient was routinely admitted and d/c'd home the next day per national custom. Three months s/p tfa she came for follow-up and noted significant improvement in hmb. Tv u/s at the time showed extrusion of the fibroid (it now resembled a type 2 fibroid). At five months postop, she presented with sterile leukorrhea. She was afebrile and had no pain or hmb. On exam, the fibroid was partially extruded through the cervix and connected by a pedicle. She underwent vaginal myomectomy. Path was benign. She was d/c'd home on pod #1. This case is considered procedure related not device related. Patient was stable and did not present fever nor severe adverse injuries.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.